Event description:
It was reported that the patient was experiencing increased and intensifying seizures, feeling that her device stimulated too strongly at times, and also "shuts off" when she needed it. The patient also reported aspirating. The patient's device is on the m1000 device disablement field action potentially affected device list, which the patient is aware of. The patient wanted her device removed as she believes it is defective. Device production records were reviewed and the device passed all functional and quality testing. No additional information has been received to date.

Event description:
The physician reported that he did not know what the patient meant by the device shutting off when she needed it. He believes that the increase in seizures is caused by either a device failure or breakthrough seizures. The physician had not seen the patient since before she aspirated and so does not have any assessment on that event. No additional information has been received to date.